Manufacturer narrative:
G4:31jan2021. B4:31jan2021. The bio-med replaced the central processing unit board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit powered off, alarming, and then powered back on. The customer contacted product support and requested for service repair. The biomed ran the unit and cannot duplicate the issue. Found code 1101 logged. Product support discussed cpu (central processing unit) replacement per the manual and provided parts ID. The customer reported the unit was in use on a patient, but there was no patient harm reported. The vent was swapped with no issues.